Manufacturer narrative:
(B)(4). Implant site edema and implant site inflammation assessed as serious and possibly related. Headache and haemorrhage assessed as serious and unlikely related.

Event description:
This spontaneous case was received on (B)(4) 2013 from a female pt of unknown age. The pt's medical history and concomitant medications were not reported. On (B)(6) 2012, the pt started treatment with perlane (hyaluronic acid)injections for unknown indication. The batch number used was not reported. On an unknown date after the injection, the pt experienced inflammation and swelling around the mouth area. The physician prescribed amoxicillin for 10 days (dosage unk) and the adverse event resolved. The pt stated that the inflammation and swelling reappeared and again the pt took a 10 day course of amoxicillin and the adverse event once again resolved. The pt then had another occurrence of inflammation and swelling, however she stated that she had bleeding while she went to the bathroom and was concerned that this is a adverse reaction to taking amoxicillin long term. The physician prescribed minocycline, however the pt could not tolerate the minocycline due to terrible headaches. The pt was referred to her physician. The outcome of the event was unk. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of valeant). This case is linked with (B)(4).